Event description:
The ve left ventricular assist device was implanted. The pt went to the hosp due to shortness of breath and the ve left ventricular assist device running at 120bpm. The hosp performed an echo and found blood regurgitation through the ve left ventricular inflow valve.